Event description:
It was reported that there was a cracked case and defective keypad. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Both rear and front housing were cracked. Tested keypad and keypad was defective. Root cause was found to be damaged housing case. Replaced rear and front housing assembly and keypad.